Event description:
It was reported that the left ventricular (lv) lead dislodged, and was repositioned. The lv lead later dislodged again, and was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4)the full lead was returned in segments and was analyzed. No anomalies were found. The distal conductor was stretched, and blood/body fluid was found on the proximal conductor (not obstructed). The inner insulation was kinked buckled and torn, and the outer insulation was melted and exhibited cosmetic environmental stress cracking and a cosmetic depression. The lead appeared stretched and exhibited apparent explant damage.